Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a few hours post implant, the atrial lead exhibited a drop in p-wave amplitude and a dramatic increase in capture threshold. Cardiac perforation was suspected. A pericardial effusion was performed. The lead was successfully repositioned.